Manufacturer narrative:
(B)(6). Part 314.467, lot 4871675: manufacturing location: supplier - (B)(4), packaged by: (B)(4). Manufacturing date: december 30, 2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob and weight not available for reporting. Device is an instrument and is not implanted/explanted. (B)(4): the procedure was extended by 60 minutes, as a similar device was brought to the operative site in order to complete the procedure. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. A review of the device history records has been requested. Unknown article and lot number combination; therefore, further investigation cannot be performed and DHR review not possible. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: removal surgery of lcp-dhp (locking compression plate ¿ distal humeral plate) was conducted on (B)(6) 2016. During the surgery, tip of the reported stardrive screwdriver shaft was broken when the surgeon tried to remove the first screw with small force. Then, our sales rep brought screwdriver shaft (of the same specification as the broken shaft) to the operation site. The surgery was eventually completed using the screwdriver shaft. The surgery was extended for 60 minutes due to the event. Although the fragment dropped into the patient body, it was completely removed. And, the surgery was successfully completed. This complaint involves 1 part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: investigation of complained screw driver shows that the tip is broken apart. The stardrive recess is slightly twisted. The measurable dimension of the shaft confirms conformity to the specifications. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the twisted tip, as well as the age of the part, indicates that mechanical overloading while use may have caused the breakage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.